Manufacturer narrative:
No product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification, no lot number provided. The periarticular tibial locking plate is used for treatment. This complaint was identified during review of a journal article; information received is limited. It is important to note there was an attempt to request additional information which was unsuccessful. No part or lot information was provided; as such complaint history review could not be performed. The article states the most likely cause of malalignment is that laterally applied fixed angle plate/screw devices used to treat bicondylar tibial plateau fractures may not effectively neutralize the osteoarticular fragment and may require alternate or supplemental exposures and/or fixation strategies.

Event description:
It is reported that malalignment occurred post-operatively in an unk number of pts.

Manufacturer narrative:
Info was rec'd via published literature. Please reference literature at the following location: http://www.ijoonline.com/article.asp?issn=0019-5413;year=2015;volume=49;issue=2;spage=193;epage=198;aulast=neogi. This report will be amended when out investigation is complete.